Manufacturer narrative:
Initial and final MDR (B)(4) MDR (B)(4) device 2 of 4.

Event description:
Reference number (B)(4). Event occurred in the united states it was reported by the patient's infusion set fell off during use. Infusion set was in use for 1 day. The patient replaced the infusion set and insulin was resumed successfully. No further information available.